Manufacturer narrative:
Radiographs were received and confirmed the event. Revision surgery occurred and the explanted device was not returned for evaluation. No further investigation can be completed at this time. The root cause of this reported event has not been determined; no conclusion can be drawn. Trend review indicates no adverse trend exists for the fault type. Potential adverse events and complications: "potential risk identified with the use of this system, which may require additional surgery, include: bending, fracture or loosening of implant component(s), loss fixation, nonunion or delayed union, fracture of the vertebra, implant subsidence"... Warnings, cautions and precautions: "internal fixation appliances are load-]sharing devices that hold bony structures in alignment until healing occurs. If healing is delayed, or does not occur, the implant may eventually loosen, bend, or break. Loads on the device produced by load bearing and by the patient's activity level will dictate the longevity of the implant."

Event description:
On (B)(6) 2015, a patient underwent a l1 corpectomy during which a vertebral body replacement(vbr) device was implanted. In addition, posterior fixation was placed at levels t10-l4. Approximately 16 months following surgery, it was noted the set screws were still intact; however, the endcap had separated. A revision surgery occurred (B)(6) 2016 to remove and replace all the hardware. Patient condition and status of health prior to event is unknown. Patient activity level, bone quality, and compliance with post-surgical instructions are unknown.